Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi prowater (2). Inflation: abbott kit inflation indeflator 20/20. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the heavily calcified and tortuous distal obtuse marginal artery, pre-dilatation was performed with a non-abbott dilatation catheter. The 2.5 x 12 mm promus rx stent system was advanced with resistance due to calcification into the patient anatomy and normal force was applied. An attempt was made to inflate the balloon. The balloon was inflated to 12 atmospheres and it is believed that a rupture occurred due to the calcification. Cath lab staff report that the balloon appeared to inflate fully, but may have ruptured. The stent system was removed from the patient anatomy without resistance; however, upon removal, the stent appeared to be partially expanded, but remained on the balloon. The procedure was completed with a new 2.5 x 12 mm promus stent system. There were no adverse patient effects and no clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the promus stent delivery system (sds) noted contrast visible in the inflation lumen and proximal balloon taper and thick dried contrast on the shaft, consistent with preparation. The stent implant was stationary on the balloon, but not between the markers. The proximal edge of the stent implant was located 1 mm distal to the proximal balloon marker. The first row of distal stent struts was slightly flattened. The stent implant was not expanded as reported and was tightly crimped. The balloon was tightly folded. The distal balloon taper was bunched at the location of the flattened distal stent struts, which likely resulted in the stent not being between the markers. A new indeflator filled with water was used to pressurize the balloon and stent implant to nominal pressure of 8 atmospheres. The balloon pressurized and the stent implant expanded. There was no leak or rupture noted as reported. The balloon was pressurized to the rated burst pressure (rbp) and the balloon held pressure and there were no leaks or rupture noted. The stent outer diameters were not taken prior to pressurizing the sds. Follow-up information received confirmed the correct device was returned for analysis; however, there was no additional information available to clarify the events of the procedure. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the lesion was heavily tortuous and calcified, which may have contributed to the resistance. It is likely that as resistance was encountered, as force was applied, this would contribute to the noted distal balloon bunching and stent damage as there was no damage noted to the sds or stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely an interaction with the heavily calcified lesion contributed to the resistance during advancement. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. All sds are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.